Event description:
Customer complaint reports "noticed during line check that the extension tubing was compromised. It had a bubble in the tubing." The catheter was left in and that lumen was not used. The catheter was eventually removed. No patient injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one 4-l cvc for evaluation. Signs of use were observed on the catheter body and inside the extension lines. Visual inspection revealed the distal extension line stretched and ballooned. This damage is consistent with unintentional over pressurization of the extension line during use. The stretched portion of the distal extension line was located 20mm-40mm from the juncture hub. The catheter length measured 219mm, (B)(4). The distal extension line outer diameter in an area not stretched/ballooned measured 0.0867", (B)(4). The distal extension line inner diameter measured 0.057", (B)(4). This indicates that the wall thickness measured within specifications. Functional inspection was performed per the product instructions for use which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal extension line was flushed using a lab inventory 10ml syringe. Water exited out the distal end of the catheter as expected. No leaks or blockages were observed. The instructions for use (IFU) provided with this kit warns the user, "warning: ensure patency of each lumen of catheter prior to pressure injection to minimize the risk of catheter failure and/or patient complications. Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The customer report of a stretched/ballooned extension line was confirmed through complaint investigation of the returned sample. Visual inspection revealed the distal extension line was partially ballooned. This damage is consistent with over pressurization of the extension line during use. The catheter met all relevant dimensional and functional requirements. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer complaint reports "noticed during line check that the extension tubing was compromised. It had a bubble in the tubing." The catheter was left in and that lumen was not used. The catheter was eventually removed. No patient injury reported. The patient's condition is reported as fine.